Event description:
It was reported that before an unknown procedure, it is alleged that in all three incidents the clip applier fired ok but then clips started to spring out of clip applier when instrument was fired. The error was recreated while the rep was there and she saw the clips semi form and spring out of instrument. The fourth clip applier they opened worked. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.